Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, prime, and excessive no delivery tests. The drive support disk was inspected and no anomaly was noted. The physical damage is as follows: minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her blood glucose exceeded 600 mg/dl and that she receives many readings over 500 mg/dl. At the time of incident her blood glucose was 591 mg/dl. She has been treating with manual insulin injections. The customer changed out her infusion set three times recently and confirmed that there were no leaks or bent cannulas. The customer confirmed that the drive support cap was sticking out. Troubleshooting was stopped at that point; the customer was advised to follow their medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.